Manufacturer narrative:
Concomitant medical product: 407645 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold was rising and the pacing impedance was high. The pace/ sense portion of the lead was capped and another pace/ sense lead was implanted. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.